Event description:
Smartsite infusion set (B)(4) alaris/carefusion tubing leaked at juncture of blue connector and soft section of tubing. IV fluids infusing at the time of leakage was normal saline 1000ml with 20 meq potassium chloride and 2 g magnesium sulfate.